Manufacturer narrative:
Event summary as reported, prior to a procedure using a ngage nitinol stone extractor, the user found that the basket wires were broken. The user changed to a new device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturer instructions, quality control procedures and functional tests and visual inspection were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation. The device was returned with handle in closed position. Visual exam noted a 2mm gap between knob and handle end when fully closed. Basket formation was in closed position. Mlla [male luer lock adapter] was tight. Collet knob was tight and secure. Polyethylene terephthalate tubing [pett] measured 3.4cm in length. Visual exam noted support sheath was slightly bowed and kinks in basket sheath located approximately 26.5cm and 67.5cm from the distal end of support sheath. Function test noted handle actuated the basket formation. Visual exam noted clear tubing on wires were split and basket formation appeared intact. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place.¿ based on the available information, cook has concluded that the returned device was found to have a basket that was not the proper shape due to sheath damage. The sheaths at the distal end of the device that hold the basket wires in place were split and not properly orienting the basket wires. There was not enough evidence/information available to determine the cause of the damage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a procedure using a ngage nitinol stone extractor, the user found that the basket wires were broken. The user changed to a new device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.